Event description:
It was reported that while using lead caps during implantation, the doctor over tightened the setscrew. This resulted in lead contact three being "turned". The doctor discontinued the use of the lead caps and used a percutaneous extension to complete the lead implant. Patient outcome was not provided. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead: model 3389-28, lot# v694694, implanted: unk, explanted: unk.